Manufacturer narrative:
The reported no communication was confirmed in the laboratory and was due to a corrupt memory value. After the value was corrected, the device was interrogated normally. The cause of the corrupted memory value could not be determined.

Event description:
It was reported that the device could not be interrogated with at least four different programmers. Multiple attempts were made to interrogate the device and the same error message was received.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). Device evaluation anticipated, but not yet begun.